Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("pain: apareunia"), dysmenorrhoea ("pain: dysmennorhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, vaginal discharge, hormone level abnormal, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, female sexual dysfunction, hormone level abnormal, menorrhagia, psychological trauma, urinary tract disorder and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received case becomes incident. Event injury was removed. New events pregnancy: ectopic, device ineffective, migration, pain: apareunia, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: vag. Discharge and other injuries/symptoms: hormonal changes were added. Explant date was added. Product indication was updated. Patient's date of birth was added. Reporter's information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.